Manufacturer narrative:
Product event summary: the lead was returned, analyzed and no anomalies were found. It was noted the helix was returned bent, blood was visible in the helix and the helix operated within specifications. Visual summary of analysis indicated damaged at explant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a device check, the right ventricular (rv) lead pacing threshold had been unstable and as a result, the device settings were reprogrammed. A few months later, the rv lead exhibited a pacing failure at high outputs, along with unstable pacing thresholds at higher outputs. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.